Event description:
The facility representative contacted baxter to report an infusor that had a ruptured reservoir. The event occurred during patient use at the patient's home. The device contained flourouracil. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed. A batch review has been performed. All release criteria were met for the production of this lot. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4).the device has been requested but has not yet been received for evaluation at baxter. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.